Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead exhibited a sensing failure and high impedance. The lead tip was revealed to have dislodged and a perforation was confirmed. The lead was explanted. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the patient experienced a pneumothorax.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.